Event description:
Patient reported left side concern with the product, breast pain, inflammation, and rupture. Healthcare professional confirmed rupture. Patient additionally reported "depression", "very tired", "had weight gain", "thyroid not functioning", "could hardly walk", "joint pain", "severe kidney infection", and "positive for lupus"; these events are not device related. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product. Rupture discovered during surgery.